Event description:
The customer reported that they were having problems taking the ligasure in and out of the trocar. The surgeon notified a wire sticking up on the jaws that appeared to have a piece of insulation missing. The wire was bare as a result. They were unsure if anything fell into the pt and nothing was recovered. There was no injury and the pt is reported to have fully recovered.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed that the gray insulation has been scraped off of the wire. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the pt.